Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right posterior descending coronary artery that was moderately calcified and heavily tortuous. The mini trek ii otw 1.50 x 8 mm, balloon dilatation catheter crossed a chronic total occlusion lesion, but a rupture occurred during the first inflation at nominal pressure. A non-abbott device was used to complete the procedure. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.